Event description:
Meter was set to the incorrect unit of measurement. Pt obtained a result of "33" on pt's meter. The result was actually 330 mg/dl. The pt contacted pt's nurse and pt was advised to bring the meter in. The nurse noticed the meter was set incorrectly and reset it back to mmol/l. The pt was not given any treatment. The pt thought the meter was set incorrectly for approximately 2 weeks. Pt did not make any changes to pt's medication or exercise regimen. The meter was previously set correctly, however, they had not made any changes to the settings. Due to a spontaneous/unintentional power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. No injury or harm was alleged. A replacement meter is being sent to the pt.